Event description:
The hcp reported that the pt's barber cut through the pt's skin and exposed the lead wire. Three weeks later, the hcp noted that the pt's lead incision site was oozing with pus. The entire device sys was removed due to infection. The pt recovered without sequela. Reference MFR report #6000153200702854.